Event description:
The customer reported the system experienced communication errors. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.